Event description:
It was reported that there was an issue with being able to change the volume to be infused (vtbi) while using an unspecified quantity of clearlink system continu-flo solution sets which resulted in an underinfusion of medication to the patient. The customer described this issue as, ¿originally used the 105" in length but recently found out that they are now getting the 120" length, as before it was only an issue with 50ml medication but now with the 120" tubing, the 100ml bags are running dry¿. This issue occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye, which only showed a picture of the package. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.